Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se with a 5fr sheath after a diagnostic procedure. Reportedly, the patient had a diagnostic procedure and called the physician one day post-procedure reporting that they are allergic to nickel. The starclose se device clip was used to achieve hemostasis. The patient has not developed any signs or symptoms related to the implantation of the starclose se device clip. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.